Event description:
Patient sustained injury and damages associated with her use of a bard kugel hernia patch and/or bard composix e/x mesh, specifically, as a result of having the patch/mesh implanted in her, patient suffered disabling pain and required surgical intervention.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available. Information related to the bard kugel hernia patch mentioned in the event description will be reported.